Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17781. It was reported that the lead migrated. It was also reported that patient an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg became inoperable, and stimulation was lost. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.